Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by the medtronic indicates that the customer had high blood glucose and blood glucose value was 400 mg/dl at the time of incident. Customer declined troubleshooting, it was unknown that, customer was using the insulin pump system within 48 hours of reported high blood glucose event and auto mode feature was active at a time of event.  No further patient complications were reported. The device will not be returned for analysis.